Manufacturer narrative:
Device evaluation summary. Device evaluation of electrode belt sn (B)(4) has been completed. The reported problems ("check therapy pad"/"adjust belt" messages, damaged therapy electrode) have been confirmed. Upon investigation the electrode belt failed a therapy electrode recognition test. The cause for the failure was isolated to an open pulse wire in the trunk cable. The root cause for the open wire was excessive force. No adverse event resulted from the defective electrode belt. There is no indication to suggest that the device malfunction caused or contributed to the patient's reported rash. Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A distributor contacted zoll to report that a patient had a rash on her back under the therapy electrode pads. It was reported that the patient's skin irritation was red, bumpy, and the size of the therapy electrodes. The patient consulted her physician who prescribed a cream. Follow-up indicated that the patient rash was better. A us distributor returned electrode belt sn (B)(4) and reported that a patient was receiving "check therapy pad" messages, "adjust belt" messages and belt had a damaged therapy electrode. There was no allegation to suggest that the belt malfunction caused or contributed to the patient's rash.